Event description:
The catheter was inserted into the left basilic vein. Approximately 4 hours after placement, catheter was found by nursing staff to have broken just distal to the suture wings. The remaining portion of catheter was pulled out.